Event description:
The customer reported that the image was coming down, displaying specks, and turning black. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fse adjusted the workstation power supply to 5.15 vdc and ps1 in the mainframe to 5.2vdc. In addition to this the fse reseated the connectors, pcbs, and fuses and tightened the screws on the grounds. The system was tested and found to be working as intended and returned to service.